Event description:
A peritoneal dialysis pt stated that two days ago when she opened the cassette door there was about a cup of water that came out. Cassette was used at the time and already discarded. There is no report of pt ill effect.